Event description:
It was reported to boston scientific corporation that during a sling placement procedure using a precision speedtac transvaginal anchoring system, as the physician inserted and then fired the device, the suture broke and fell loose inside the patient. The detached suture was retrieved with pick-ups. The physician completed the procedure with another precision speedtac transvaginal anchoring system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): suture detachment.